Manufacturer narrative:
One cardiomems i3 was received into the lab for analysis. The unit was powered on successfully without any error messages. Logs were transmitted to merlin.net using the provided gsm adapter. The log files were reviewed, and an event of error 5 was unable to be confirmed on (B)(6) 2020 and was unable to be reproduced during functional testing. The reported complaint was unable to be confirmed. Based on the information provided to abbott and the investigation performed, root cause of the field reported event could not be conclusively determined as no hardware abnormalities that would have resulted in the reported event were identified.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. A replacement unit may resolve the issue.